Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump squirted insulin out of the tubing during the priming process. The patient's blood glucose at the time of incident was 6.2 mmol/l. The customer was unable to exit the "load reservoir" process. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The pump primed properly. The reservoir stayed locked inside the reservoir tube properly during testing. No prime/fill anomaly was noted. The pump was received with a scratched case, a cracked select button keypad overlay, a pillowing keypad overlay, and minor scratches on the lcd window.